Event description:
It was reported that the right ventricular (rv) lead impedance had increased from 840 ohms at two months post implant to greater than 2500 ohms approximately forty-five months post implant. Routine follow up will be continued and the rv lead remains in use. It was further reported the threshold had increased to 5 volts at 0.5 milliseconds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase and weekly pace measurement log data shows an increase for min and max rv. Pace equal 808 to 1048 ohms peak between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the right ventricular (rv) lead impedance had increased from 840 ohms at two months post implant to greater than 2500 ohms approximately forty-five months post implant. Routine follow up will be continued and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase and weekly pace measurement log data shows an increase for min and max rv. Pace equal 808 to 1048 ohms peak between (B)(6) 2011.